Manufacturer narrative:
(B)(4). Insulin pump was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly. Unable to verify battery power loss alarm due to critical pump error (open book image) alarm. Unit was received with faded serial number label, cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube.

Event description:
The customer reported via phone call that the crack on battery compartment. The customer¿s blood glucose level was 120 mg/dl at the time of the incident. Customer stated that insulin pump went off suddenly and noticed that it came back on. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.